Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-08868; 0001825034-2018-08869; 0001825034-2018-08870; 0001825034-2018-08872. UDI#: (B)(4). Concomitant medical products: rgx 3 peg ser a patella 34mm, item# 141357, lot# 328720; e1 vngd ps tib brg 79/83x10, item# ep-183660, lot# 534320; bmet regenx pri tib tray 79mm, item# 141275, lot# 360260; vngd ps open por fmrl lt 67.5, item# 184530, lot# 100060. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent initial left knee procedure and subsequently underwent a revision for an unknown reason. No additional information is available at this time.

Event description:
The complainant has indicated that the patella is the only contributing implant.

Manufacturer narrative:
It was confirmed that this device remains implanted therefore does not need to be reported and is not in question. Therefore, subform for this part will be voided. This event is being reported in MDR 0001825034-2018-08868.